Manufacturer narrative:
Evaluation summary: there is insufficient info provided in the per to determine a potential root cause. Based on the reported incident, it is unclear whether the "pop" that the pt felt is a result of the plate breaking or not. If the plate fractured, additional info is needed, such as location where on the locking plate the breakage occurred, and how the surgery was performed. Based on the limited info and the fact that no product was returned, a definitive root cause can not be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the device was implanted in 2008 and that the pt was revised in 2009, due to pt feeling a pop while turning and breakage of device.